Event description:
A us distributor reported that a battery charger displays and error code when charging battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger displays error code when charging battery pack) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.